Event description:
Event description guidant received information that one week ago this right ventricular lead triggered a lead safety switch to occur, due to high out of range impedance measurements. In addition, there were numerous stored ventricular tachycardia episodes due to noise.